Event description:
It was reported that the patient presented to the clinic. Upon device interrogation, the pacemaker was observed to be in backup vvi mode. Programming changes were performed to restore device function; however, the device reverted to backup vvi mode. As a result, the physician elected to replace the device. The pacemaker was explanted and replaced, and the patient remained stable throughout.